Event description:
It was reported that there was resistance encountered when advancing and retracting the device. A coyote balloon was selected for use in the percutaneous transluminal angioplasty procedure. The target lesion was located in the crural vessels and was 70% stenosed with mild tortuosity and moderate calcification. The coyote was advanced over a v-14 controlwire, but just before the coyote was about to enter the patient, there was resistance encountered. The balloon became stuck on the guidewire. Force was required to withdraw the balloon from the guidewire. The wire remained in the patient, and the coyote balloon was replaced with another of the same size to complete the procedure. There was no resistance encountered when advancing or retracting the second coyote balloon over the original v-14. The procedure was completed and there were no reported patient complications.

Manufacturer narrative:
Device analysis: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 4mm from the tip. The guidewire lumen was separated 39.5cm from the tip. The inflation lumen was separated 41.6cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the difficulty to track over wire and difficulty to remove.

Event description:
It was reported that there was resistance encountered when advancing and retracting the device. A coyote balloon was selected for use in the percutaneous transluminal angioplasty procedure. The target lesion was located in the crural vessels and was 70% stenosed with mild tortuosity and moderate calcification. The coyote was advanced over a v-14 controlwire, but just before the coyote was about to enter the patient, there was resistance encountered. The balloon became stuck on the guidewire. Force was required to withdraw the balloon from the guidewire. The wire remained in the patient, and the coyote balloon was replaced with another of the same size to complete the procedure. There was no resistance encountered when advancing or retracting the second coyote balloon over the original v-14. The procedure was completed and there were no reported patient complications.